Event description:
Device 2 of 3. Manufacturer report number device 1 of 3: 1627487-2019-07027. Manufacturer report number device 3 of 3: 3006705815-2019-02244.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 3. Manufacturer report number device 1 of 3: 1627487-2019-07027. Manufacturer report number device 3 of 3: 3006705815-2019-02244. It was reported that the patient's ipg was causing discomfort following the patient's one hundred pound weight loss. Surgical intervention took place on (B)(6) 2019 to explant the entire system.